Event description:
It was reported that during an implant procedure the physician attempted to place a lead and noted the lead may have been pinched with the wire insertion tool. No visual damage was noted, but the physician decided to use a different lead. Another lead was attempted but dislodged while implanting the atrial lead. The lead was removed and the decision was made to not implant a left ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on all conductors (not obstructed). All conductors were distorted. Damage at implant was noted. (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was observed on all conductors (not obstructed).